Event description:
Boston scientific received information that four days after the implant procedure, the patient was diagnosed with a pneumothorax. It was not suspected that the system caused the pneumothorax. During the one month follow-up, the patient was sent for a computerized tomography (CT) scan due to worsening sensing on the right atrial (ra) lead. The CT scan confirmed the ra lead had perforated the heart wall. As a result, the ra lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.